Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles related to CPAP device's sound abatement foam. There was no report of medical intervention. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's service center for further evaluation. During the evaluation of the device at the manufacturer service center, the device was visually inspected and found no evidence of foam degradation. There was four error code found. The manufacturer service center concludes that there was no visible foam degradation.

Manufacturer narrative:
In previous report, the manufacturer reported incorrect information in general information, box b, box d and box h. The following correction has been updated in this report. In box b: describe event or problem was corrected. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles related to CPAP device's sound abatement foam. There was no report of medical intervention. There was no report of serious or permanent harm or injury. The device was returned to the third-party service centre for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. There was four error code found. In general information: date due. In box d: device avail. For eval? And date returned was corrected. In box h: device eval. By mfg? And evaluation method code grid was corrected.